Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had several pump stops the prior week. An external driveline repair by the manufacturer's technical services representative was requested to be attempted the next day. The patient's percutaneous lead (lead) x-rays were submitted to the manufacturer's technical services for review. The x-rays showed a possible internal lead stress. The external portion of the lead was unremarkable. On (B)(6) 2016, the external lead replacement was performed by the manufacturer's technical services representative. No further issues were reported. The patient remained in-house for observation. The removed portion of the percutaneous lead was returned to the manufacturer for a preliminary analysis. No issues were found with the removed portion. The implanting center was informed of this and the patient was scheduled for a pump exchange. On (B)(6) 2016, the patient underwent a pump exchange due to pump stops and driveline issues while supported by both the power module and batteries. The lvad will be returned for evaluation.

Manufacturer narrative:
Approximately 18¿ of the external portion/distal end of the percutaneous lead (lead) from the previous percutaneous lead replacement was returned. Electrical continuity and high potential testing did not identify any breaches to the wires. Following the percutaneous lead replacement, the patient underwent a pump exchange. The explanted pump was returned with the lead cut approximately 1 inch from the pump housing and a 12 inch portion of the severed lead was returned. Electrical continuity and high potential testing was performed on the pump end portion of the lead, which did not identify any breaches to the wires. Electrical continuity testing of the 12 inch portion of the lead did not reveal any discontinuities or shorts. The shielding and bionate layer were removed, and examination of the underlying wires revealed breaches and compromises in the insulations of the yellow, red, orange, brown and green wires at what would be between 2.5 inches to 3.5 inches from the pump housing, in the area of the terminus of the pump end bend relief. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The disruptions in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the system was supported by the power module. The disruptions in the wires would have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the system was supported by batteries. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.